Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's daughter called patient services (ps) and was questioning if this device was on any recall, as her father was exhibitng lower than normal heart rates and syncope which lead him to the emergency room (ER). Ps suggested a follow up visit with the physician is in order, and that the device was not on any advisory. The patient's system remains implanted. To date, no additional adverse patient effects have been reported.